Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had display anomaly. The customer's father reported that the display was blank. The customer's father stated that they had high blood glucose of 517 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the battery compartment spring was corroded. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display was noted. However, the battery tube and spring was corroded. The pump passed the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, battery out limit or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. No fluid inside the reservoir tube or damage inside the pump was noted.